Event description:
The device was returned to the manufacturer after being explanted due to the field advisory. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device is part of the field advisory for this event. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.